Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 507 mg/dl. Customer declined troubleshooting for high blood glucose reading. Customer current blood glucose is 523 mg/dl. Customer blood glucose reading at the time of the incident was 271 mg/dl. Customer blood glucose reading on the evening was over 400 mg/dl. Customer did not have any symptoms from high blood glucose reading. Customer trainer stated cannula was bent. After eating lunch and checked on the set, customer blood glucose reading was 448 mg/dl. Products will not be returning for analysis.